Event description:
The customer¿s biomedical engineer (biomed) reported a network router associated with their philips information center ix (pic ix) system was not powering up, affecting all telemetry devices throughout the entire facility. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer¿s biomedical engineer (biomed) reported a network switch associated with their philips information center ix (pic ix) system was not powering up. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.